Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(6) 2011, one power on reset (por) for write to locked ram (addr=0fb9, data=10) occurred and one patient alert triggered for por. The device was not returned, but diagnostic information is consistent with the reported event.

Event description:
It was reported that the device was beeping and experienced a power on reset. The patient stated that their cell phone was near the device for a prolonged period of time. The device will be reset. The device is still in use. No patient complications have been reported as a result of this event.